Event description:
During gi bleed procedure was using an injection gold probe electrohemostasis cathter the tip with needle guide tube assembly detached from the catheter and fell in the patient. Somewhere there was a perforation and patient went to surgery where the surgeon was able to retrieve the tip.